Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
During the gamma 3 operation, the nail and drill interfered. The doctor forcibly drilled and the drill tip was broken.